Event description:
A pt's 20 ml pump was noted as not working, and was explanted and replaced with a larger 40 ml pump. A catheter revision (catheter spliced) was also performed to allow the medication to reach the abdominal site. The pt did not have any signs or symptoms, and the pt was not injured in regards to the device replacement surgery. A dye study was conducted prior to the replacement procedure. The medications administered via the pt's pump were as follows: dilaudid (5.5 mg/ml at 3.9975 mg/day), bupivacaine (8.9 mg/ml at 6.4687 mg/day), and fentanyl (2,000 mcg/ml at 1,453.7 mcg/day). Following the surgery, the pt recovered without sequelae, and was not having any problems.

Manufacturer narrative:
(B)(4).